Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was prepared for use in the large intestine during a colon polypectomy procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the cautery pin was detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the cautery pin was found broken at the base section and mechanical marks were noted on the top of the prongs. Functional analysis was not performed due to the condition of the returned device. The reported complaint that the cautery pin was detached was confirmed. Based on the condition of the returned device the most probable root cause classification is handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was prepared for use in the large intestine during a colon polypectomy procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the cautery pin was detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.